Event description:
On (B)(6) 2014, the reporter contacted animas stating there a power issue with the pump. The audible tone feature of the pump was reportedly working. The reporter stated that the pump had enough power to get to the verification screen and then the pump would emit a ¿replace battery¿ alarm. It was noted that multiple attempts were made to change out the battery and issue was not resolved. The patient reportedly was advised to disconnect from the pump, to use an alternate method of treatment and to contact the health care provider (hcp). There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.